Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "I was removing the huber from a patient. The safety mechanism failed and resulted in a needle stick injury. The actual safety cover came completely detached from the huber needle itself, so instead of holding it all in one piece, I had the huber in one hand and safety cover in the other. This one bled quite a lot initially. I was required to be evaluated at our occupational health clinic. All labs are within normal limits at this time. I have a follow up appointment in 2 weeks. If I remember correctly, labs have to be drawn then and again in 6 months.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.